Manufacturer narrative:
(B)(4). Associated MDR#s: 9680794-2022-00776 and 9680794-2022-00801.

Event description:
Customer complaint reports three devices with "cracked tubing causing blood to leak out" used on the same patient. No medical intervention was required. No report of patient harm.

Manufacturer narrative:
(B)(4). Associated MDR#s: 9680794-2022-00776; 9680794-2022-00801; 9680794-2022-00802. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer complaint reports three devices with "cracked tubing causing blood to leak out" used on the same patient. No medical intervention was required. No report of patient harm.